Manufacturer narrative:
S/w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 25, pump error 23, pump error 49, pump error 68, pump error 75 and charge/battery lasts less than expected were found on (B)(6) 2023. Pump was received with a missing battery cap contact. Unit passed active current measurement and displacement test. Unit did not pass the sleep current measurement test due to high currents. Unit did not pass the self test due to a pump error 75 occurring during testing on 08/24/2023 07:10:02.000. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage found on the internal lithium backup battery connector on j6/pcba 1. Pump error 25 occurred during testing on (B)(6) 2023 17:00:00.000. Pump error 75 on (B)(6) 2023 10:17:50.000 was found in the history files. Pump error 23 on (B)(6) 2023 05:35:57.000, pump error 49 on (B)(6) 2023 05:35:27.000, pump error 68 on (B)(6) 2023 05:35:27.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, overlay scratched, cracked keypad overlay, keypad overlay peeling, missing display window/cover, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage and label damage (serial number label faded, stained and peeling; end cap address label stained, peeling and fading). Pump error 25, unexpected battery power loss and charge/battery lasts less than expected were confirmed due to moisture damage on the j6/pcba 1 connector. Pump error 23, 49 and 68 were not confirmed. Pump error 75 was confirmed. Missing battery cap contact was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received power error detected alarm (pump error 25) and low battery alarm. It was also reported that customer received pump error 23, 49, 68 and 75. Troubleshooting was performed and the customer was able to clear the alarm and the rewind the pump successfully. Low battery alarm was resolved by changing new battery. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.